Event description:
It was reported that the patient underwent a microendoscopic decompression at one level to treat lumbar spinal stenosis. During the procedure, the patient suffered an incidental durotomy ipsilateral to the surgical site. The durotomy required 1-2 days of lumbar drainage. There was no long-term sequelae, delayed leaks, fluid collections, or pseudomeningoceles.

Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.